Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite xp® miniplant® 3.25/4 x 13mm (os3213) was returned for investigation. Visual evaluation of the as returned product identified signs of wear about the threads. The implant is fractured laterally. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 11.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Also, according to the IFU, patient factors like the presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 737877. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (737877) for a similar event and no other complaint was identified in the past 2 years. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (os3213). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number, d4: expiration date, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer, h4: manufacturer date, h6: entered evaluation codes, h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported an implant (os3213) fracture. Fractured implant parts were removed. New implant was placed.